Event description:
The device was used during a pneumonectomy. Reportedly, the retaining pin was misaligned and the instrument was difficult to remove. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hospital has reported no patient injury occurred.